Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device returned for evaluation and there was no evidence of foam particle observed. The manufacturer received information alleging patient passed away. At this time medical intervention was not specified. At this time, no medical intervention has been reported and no further investigation can be performed. If any additional information is received, a follow up report will be filed.